Event description:
The patient claimed the animas insulin pump is losing time. The subject pump allegedly is off by 2-3 minutes when comparing to his cell phone. The subject pump reportedly retained the date when the battery is remove. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the time loss issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/8/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: review of the black box data revealed the pump information from date of complaint had been overwritten due to continued patient use. Time and date reset to default was not duplicated during investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint the display was noted to be discolored and the battery compartment cracked from the case seal to the bumper.